Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is not receiving adequate therapy, due to the ipg being deemed inoperable and reaching end of service.